Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
On (B)(6) 2013, the surgery supervisor reported that the vet sagittal saw attachment was not oscillating or moving the saw blade. The reported event occurred during surgery. No additional information could be attained. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records report that the manufacturing documents were reviewed and no complaint related issues were found. According to the additional evaluation the reporter's complaint that the unit will not oscillate was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.